Event description:
My brother had a shiley tracheostomy xlt extended length device inserted in 2005. In the early morning, a year later, the device became dislodged. He suffocated and died on that morning. The hospital could not provide us with an explanation for it. The staff could not reimplant the tube because there was some "blockage." I have been unable to determine if these devices, which I see had been "recalled" were the same device type that was used on my brother. I don't know if these cases of medical device failure are required to be reported to the FDA but I'd like to report it. If they were using some recalled piece of equipment, shame on them.